Event description:
It was reported that a plate broke postoperatively. Patient had a first metatarsophalangeal fusion (mpj) on the right foot done on (B)(6) 2014. The patient was noted to have delayed healing. Surgeon believes that the patient was possibly noncompliant and walked on her right foot before she was supposed to. Patient was revised and original plate and screws were removed without incident. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7752708 of 2.4/2.7mm va-lcp first mtp fusion plate was processed through the normal manufacturing and inspection operations. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.